Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 4.2 cm abdominal aortic aneurysm. The proximal aortic neck was 21-24 mm in diameter and 24 mm in length. The right iliac artery was 14, 8 mm in diameter. The left iliac artery was 18, 17 mm in diameter. The right and left femoral arteries were 8 mm in diameter. It was reported that the device was prepped as usual. The right internal iliac artery was coiled. The guide wire was inserted from right femoral artery for pull through purpose. The endurant stent graft was inserted, using greater force than anticipated, from right femoral artery; however the delivery system caught on a previously implanted; bare metal stent so ballooning was done, but could not deliver the delivery system. The delivery system was removed and the case was aborted. Upon removal it was noted that the delivery system had a slight kink. The physician attempted to straighten; however, was unable to do so. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink); caused by another drug/device (bare metal stent). Conclusion: another device caused failure (bare metal stent).